Event description:
It was reported that during surgical procedure at the user facility, the sonopet 230v console was not irrigation sufficiently. The procedure was completed successfully using the same equipment. A delay of 45 minutes was reported, requiring the use of additional anesthesia. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The customer reported that they are no longer experiencing any issues, and therefore will not be returning the device. Device is not being returned by customer.